Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "seroma-late" and "inflammation/irritation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture, seroma-late and inflammation/irritation.

Event description:
Healthcare professional reported left side rupture, "fluid", "internal pain and inflammation", ""mass-like, heterogeneous area of enhancement with irregular margins". Device has been explanted.